Event description:
While removing casts from a serial casting patient, she jumped and stated it was hot. Upon completion of cast removal, skin was inspected and she did have a small burn. The cast saw blades became very hot and the burn occurred through stockinette barrier and several layers of webril cast padding.